Event description:
Pt experienced redness/blistering at return pad site. The conmed pad was placed on the fatty part of the lower back. The pt was treated with topical antibiotics and is doing fine. The customer was informed about the co's recommended valley lab pad. Unable to obtain serial number at the unit; they have several units, and it is unknown which one was used on this pt.